Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted in 2006. Reportedly, the battery curve shows that the pacemaker was implanted since only 8 years.

Event description:
The subject pacemaker was implanted in 2006. Reportedly, the battery curve shows that the pacemaker was implanted since only 8 years.

Manufacturer narrative:
Please refer to the attached analysis report.